Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continues moving forward after the reservoir makes contact and insulin squirts out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support cap did not appear to be damage. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube, reservoir lip, belt clip slot, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.